Event description:
It was reported when using the bd vacutainer® serum blood collection tubes stating the caps are not re-capping. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that caps are not recapping."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes stating the caps are not re-capping. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that caps are not recapping.".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-02. H.6. Investigation summary: bd received 4 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.